Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, system risk analysis (sra) and visual analysis. The DHR was reviewed and the product met manufacturing specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from (B)(6) 2016 to 02/21/2017 and trending was not exceeded. ¿ retains testing was performed and all passed the color acceptance criteria. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100nx was tested by a field service engineer. The unit was in working condition and no maintenance was required. There is insufficient information to determine an assignable cause. The customer was unresponsive to multiple attempts to obtain additional information and the product was not returned for evaluation. An fse tested and assessed the sterrad unit, and no problem was found. DHR review found no anomalies that would contribute to the issue, lot trending was not exceeded and retains testing was within acceptable criteria. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100_90.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.